Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw a por message while trying to recharge. The patient had a radiation treatment about 2 weeks prior to the report and forgot about the stimulator. On the call, the battery was too low to connect to the programmer. The patient called back after charging to over 25% and was able to clear the por message, turn therapy on and adjust stimulation. The patient was feeling stim on both sides. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.